Event description:
It was reported "pump shut off while in use". Additional information states that the pump console was swapped to continue therapy. The patient's current condition is reported as "stable". No patient injury or consequence reported.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn (B)(4). The reported complaint of the pump shut off unintentionally is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "pump shut off while in use". Additional information states that the pump console was swapped to continue therapy. The patient's current condition is reported as "stable". No patient injury or consequence reported.